Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and communication with field service engineer (fse). According to the information provided by the technician, the device failed internal leakage test and pressure transducer test during pre-use check. The air gas module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name: previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 - version or model #: previous version or model #: servo-I. Corrected version or model #: 6487800.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).